Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that when an asymptomatic patient presented in clinic for follow up, rv lead dislodgement was seen. On (B)(6) 2018 the patient was brought in for a lead revision the lead helix was difficult to extend and it required many more turns than expected to extend the helix. It was also noted that the physician had turned the end of the lead thirty (30) times before they could see any movement. The physician had relocated the lead about six (6) times during the initial implant and twice during the lead revision. The rv lead was explanted and replaced. The patient was stable before, during and after the procedure.